Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found insulation cut at the proximal region the lead. The cause of the reported event is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the left ventricular lead was noted to have a puncture in the insulation. The lead was removed and replaced. The patient did not experience any consequences.